Event description:
It was reported to philips that the battery was not holding a charge. There was no patient involvement. The customer called and spoke with a philips representative. The customer was advised that the control pca was suspect but a definitive cause could not be established as the unit had reached end of life and was not subject to further evaluation. Upon conclusion of the evaluation, the cause could not be determined. The customer was informed that the device has reached end of life and is no longer supported. Philips is unable to rule out that a malfunction did not occur. As an evaluation was not performed, a definitive cause for the alleged failure could not be determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. The customer is aware of the end of life terms and the device remains at the customer site.